Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during the unknown surgery, the anchor was broken off, removed all the pieces. The complaint device was received and evaluated. Visual observations confirm that the distal tip of the anchor was broken. In addition, the anchor present evidence of debris. When observed the anchor under magnification, revealed that the thread that is close to the tip was peeled and showed signs wear. The complaint can be confirmed. The possible root cause for the reported failure can be associated with off axis insertion, levering during insertion in the procedure and for the thread that was peeled can be associated to that the screwdriver was not seated properly in the screw head and while attempting the insertion caused the screw treads and or screw head to become stripped / unable to advance. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device lot number: 6l10300, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery, it was observed that the 4.5 healix br anchor w/o cord device was broken off. All the broken pieces were removed. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.